Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode, displaying the message "patient and orders may not be current." Patient and order data were not crossing over, affecting all stations. Customers experienced delayed login times and added patients as temporary to continue workflow. Patient records were available in ephi. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.